Event description:
On (B)(6) 2013 began using baxter home choice 5c4471r peritoneal dialysis machine after about 20 hours of training at (B)(6). On (B)(6) 2013 experienced overfill after prescription change - had reprogrammed machine with assistance of baxter rep. Asked questions, was assured that machine would not skip initial drain cycle. Asked nurse 3 times about concern, was assured that wouldn't happen. There were 2000 units already in, machine bypassed initial drain cycle, 2800 to be added. Called (B)(6) after hours nurse. Had to wait for return phone call. Nurse didn't know what to do, referred to baxter. Continuing to fill, feeling frightened, like was going to explode. Called baxter. Rep talked through manual drain. Rep said machine was supposed to have a safeguard so that shouldn't have happened, and they would replace the machine. Baxter rep did not mention any danger, to watch for symptoms, or to contact doctor. Rectal bleeding began the next day. Not concerned (happened sometimes, but this was more than usual). Next day - more bloody stool, history of hemorrhoids, so still not concerned. Bleeding continued, light headed, nauseous, heart rate 100+. Doctor thought it was related to blood pressure med, reduced dose went to ER, hemoglobin of 4, heart rate around 100, chest pain, shortness of breath, felt like champagne bubbles popping in head. Admitted to hospital (5 days) total of 12 units of blood over 5 days. Hemorrhoidectomy, hemoglobin up to 9.9, discharged symptoms continued, hemoglobin 6, admitted to hospital again (given 9 more units of blood over next 5 days). Many tests/procedures, eventually had to remove pd catheter for abdominal surgery, and put in emergency port for hemodialysis. Surgery - removed entire colon, part of rectum and appendix. Permanent ostomy. Major life changes - hemodialysis forever, permanent ostomy, not able to return to work, permanent disability.